Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements. Further monitoring and a potential commanded shock were discussed. This device remains in service. No further adverse patient effects were reported.